Event description:
The customer reported that the intermittent video problem caused by flexing the high voltage cable. No patient injury was reported.

Manufacturer narrative:
The ge service rep inspected the system and was able to cause loss of video on the left hand live monitor by flexing the high voltage cable assembly. He replaced the high voltage cable assembly. The system is operating as intended.